Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 200932. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Regrettably, through examination of the pictures alone, the reported defect could not be confirmed. Our quality team has attempted to replicate this reported situation. Sample needles were introduced to a solution with a ph similar to the moderna vaccine ph for an allotted amount of time; however, no defects were observed with the needles used. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident at this time.

Event description:
It was reported that at least one needle 21ga 1-1/2in experienced needle cannula discoloration. The following information was provided by the initial reporter: we have a customer who inoculated the moderna vaccine. For withdrawal he used a 21g microlance and left it in the vial. After a certain time the needles has become discolored. To me this sounds like an oxidation process. I¿ve attached pictures. This happened multiple times. Dr. Reports that coloration issues of the microlance cannulas were noticed. The cannulas were used to draw the vaccine from moderna. The cannula is used to penetrate the vial that contains the medication. After that, this cannula is used to fill 10 syringes with the vaccine. We have had six incidents. The issue was always noticed and the vial and cannula segregated. According to dr., the ¿coloration¿ appeared always after the 5th or 6th medication withdrawal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one needle 21ga 1-1/2in experienced needle cannula discoloration. The following information was provided by the initial reporter: we have a customer who inoculated the moderna vaccine. For withdrawal he used a 21g microlance and left it in the vial. After a certain time the needles has become discolored. To me this sounds like an oxidation process. I¿ve attached pictures. This happened multiple times. Dr. Reports that coloration issues of the microlance cannulas were noticed. The cannulas were used to draw the vaccine from moderna. The cannula is used to penetrate the vial that contains the medication. After that, this cannula is used to fill 10 syringes with the vaccine. We have had six incidents. The issue was always noticed and the vial and cannula segregated. According to dr., the ¿coloration¿ appeared always after the 5th or 6th medication withdrawal.